Manufacturer narrative:
(B)(4). The device is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated pacemaker exhibited loss of capture (loc) and pacing inhibition with asystole less than 2 seconds. Additional information was received from the field representative that the rv lead was fracture which was identified through non-capture and high out of range pacing impedance of greater than 2,000 ohms. No fluoroscopy performed and the lead was surgically abandoned while the device was explanted as it was close to elective replacement indicator (eri). No additional adverse patient effects were reported.